Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly found.

Event description:
It was reported that during an implant the rv lead sensing decreased and there was no ventricular capture. The impedance of the lead was always in range. The lead was not implanted and replaced with another lead and sent back for evaluation.